Manufacturer narrative:
H3. Product analysis product ID # 5584111; lot no. # rs12a010 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a flat fracture surface and circular material flow. The damaged to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for bacteremia, surgical revision of hardware and corpectomy. Procedure or therapy performed was surgical revision of hardware, corpectomy for infection it was reported that upon attempting to remove hardware, tool tips bent or broke. The broken ends were identified and there were no components remaining in patient. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event.